Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was a right ventricular (rv) lead dislodgement, it was noted that there was intermittent capture on the rv lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.